Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that patient underwent concurrent tubal ligation procedure. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper healing inadequate or failure of incorporation/ingrowth, rejection, mesh migration, scarification, loss of enjoyment of life, disability, emotional stress and concern about work and loss of consortium it was reported that patient underwent mesh removal on (B)(6) 2014 due to pain. It was reported that following insertion the patient experienced infection, adhesions, bowel obstruction, abdominal pain, wound infection, recurrence of hernia, inflammation, allergic reaction, erosion, abscess, fistula, seroma, nerve damage, tissue damage, emotional distress, improper healing inadequate or failure of incorporation/ingrowth, foreign body response, rejection, mesh migration, scarification, granulomatous response, loss of enjoyment of life, disability, emotional stress and concern about work and loss of consortium. No additional information was provided.